Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between july 24, 2024 and july 24, 2025 recorded an increase in the short interval counter from initially between 0 and 5 up to 40 since march 2025. The provided x-ray image was evaluated. It showed the lead in the implanted state with two atrial leads as well as a nearby ventricular lead. An interaction between the leads cannot be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing with pacing inhibition were observed on this lead. Oversensing was reproducible. Patient is dependent. Device was reprogrammed to pacemaker-only mode.given patients comorbidities, history of >10 years without vt/shock, and risk of significant tricuspid regurgitation if a new lead was added (predecessor leads capped and still implanted), lead extraction deemed high risk and not pursued. Should additional information be received, this file will be updated.